Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: baylis large curve transseptal needle. Bwi preface. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During transseptal phase, the patient became hypotensive and tamponade was confirmed via intracardiac echocardiogram/echocardiogram. Pericardiocentesis yielded 1000cc. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include atypical anatomy ("floppy septum") physician's opinion regarding the cause of the adverse event is that it was related to procedure, specifically transseptal puncture. Transseptal puncture was performed with a baylis large curve transseptal needle. Sheath used was a bwi preface. There is no information regarding generator parameters or irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting times maintained in an unknown range. There is no information regarding spi values or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected upon receipt and was found in good condition. Per the event, a deflection test was performed, which the catheter passed. The catheter was tested for electrical performance, temperature response and generator compatibility, and was found within specifications. An irrigation test was performed, which the catheter failed. The irrigation tubing was found to be filled with a reddish brown material, apparently blood. However, no damage was observed on the irrigation tubing that might have contributed to this issue. Because of this, the force feature cannot be verified. The catheter was, however recognized by carto 3 system with no error messages and proper visualization. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the irrigation test. The root cause of the occlusion in the irrigation tubing cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. Several inspections are in place to prevent occluded catheters from leaving the facility. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.